Event description:
It was reported that the dynalink was being deployed in a right subclavian vein (off label use) through an unknown 10f sheath. When deploying the stent, the stent moved forward and was lost in the venous blood system. The stent was located in the pulmonary artery. A femoral stick to the vein was done and a snare wire was used to bring the stent out of the pa. There was no patient injury reported.